Manufacturer narrative:
It is reported the screws used were 16 mm screws. The part and lot number are unknown. There are two 16 mm screws in this system, the potential part numbers are 73-2416 or 73-2816. The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and will not be returned for an evaluation. Because the part and lot number are unknown, the device history records could not be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, reference report 0001032347-2017-00273.

Event description:
It was reported an x-ray identified the screws pulled out post operatively. A revision surgery was performed using the same configuration as the original surgery, the 12 hole ladder plate and new screws were implanted. The surgery dates are unknown.